Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was damaged which made it difficult to charge the pump. Additionally, the customer received multiple, intermittent occlusion alarms and reported that the wake button was stuck which caused the button to be intermittently unresponsive. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.